Manufacturer narrative:
Additional information received revealed the event involves a leak. Based on the additional information, the event is non-reportable. The malfunction reported is not likely to cause or contribute to a death or serious upon recur. Therefore, no additional regulatory reports are required.

Event description:
As reported, after insertion into the patient a 5f .038¿ vessel dilator had to be removed as there was an incomplete connection at the valve. There was no reported patient injury. Resistance was felt proximal at the side arm/valve when threading the wire. After insertion into the patient, a ¿paraluminate¿ (water leaked out next to the lock connection part). There was simply a valve leak. The intended procedure was reported to be a percutaneous transluminal angioplasty (pta) for which a contralateral approach was not used. The device was not pulled from the packaging by the hub. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty experienced in prepping the device. The vessel dilator snapped into place at the hub. There were no difficulties encountered during the insertion process or during the withdrawal process. There was no excess force used during the procedure. Only when the wire was threaded through did a resistance become apparent.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after insertion into the patient a 5f .038¿ vessel dilator had to be removed as there was an incomplete connection at the valve. There was no reported patient injury. Resistance was felt proximal at the side arm/valve when threading the wire. After insertion into the patient, a ¿paraluminate¿ was noticed here. The device is expected to be returned for evaluation.